Event description:
It was reported that foreign matter "black flakes" are seen in vacutainers prior to use with bd vacutainer® sst¿ blood collection tubes. There were 7 tubes with lot# 0036168, and 2 with lot# 0115976. The following information was provided by the initial reporter: it is reported by customer "black flakes" can be seen in vacutainers.

Manufacturer narrative:
H.6. Investigation summary: bd received samples, but 3 photos were used for the investigation. The photos were reviewed and the indicated failure mode for embedded foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the prod.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0036168. Medical device expiration date: 2021-01-31. Device manufacture date: 2020-02-05. Medical device lot #: 0115976. Medical device expiration date: 2021-04-30. Device manufacture date: 2020-04-24. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter "black flakes" are seen in vacutainers prior to use with bd vacutainer® sst¿ blood collection tubes. There were 7 tubes with lot# 0036168, and 2 with lot# 0115976. The following information was provided by the initial reporter: it is reported by customer "black flakes" can be seen in vacutainers.